Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the tip clamp in the reported problem area of the pipette assembly. In addition, dried serum was found on the plunger clamp and the eject pin was stuck. The plunger clamp and lld contact spring were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.